Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pains') in a (B)(6) female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 3 (delivered three babies before essure implantation). In 2004, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), metrorrhagia ("until the end of that year, when my periods started to change"), fatigue ("I was exhausted all the time"), depression ("depression kicked in"), arthralgia ("have joint pain for no reason"), agitation ("became irritable all the time") and hypothyroidism ("hypothyroidism") and was found to have weight increased ("had begun to gain weight without explanation"). The patient was treated with surgery (hysterectomy and hysterectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, metrorrhagia, fatigue, weight increased, depression, arthralgia, agitation and hypothyroidism outcome was unknown. The reporter considered agitation, arthralgia, depression, fatigue, hypothyroidism, metrorrhagia, pelvic pain and weight increased to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality-safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pains') in a 38-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2004, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), metrorrhagia ("until the end of that year, when my periods started to change"), fatigue ("I was exhausted all the time"), depression ("depression kicked in"), arthralgia ("have joint pain for no reason"), agitation ("became irritable all the time") and hypothyroidism ("hypothyroidism") and was found to have weight increased ("had begun to gain weight without explanation"). The patient was treated with surgery (hysterectomy and hysterectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, metrorrhagia, fatigue, weight increased, depression, arthralgia, agitation and hypothyroidism outcome was unknown. The reporter considered agitation, arthralgia, depression, fatigue, hypothyroidism, metrorrhagia, pelvic pain and weight increased to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: follow up received from social media. Reported information was added. Insertion date was added. Surgery date was added. Events metrorrhagia, fatigue, weight gain, depression, agitation were added. Patient's age was added. Reporter name was added. On 20-mar-2020: follow up information was received from social media. Reported information was added. Updated surgery date. Reporter name was added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pains') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.